Manufacturer narrative:
(B)(4). It was reported that mesh was implanted to treat second degree cystourethrocele, rectocele and vaginal descensus.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 for extrusion, left pudendal neuropathy, prolapsed, perineocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/03/2016.